Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service (cs 064) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: a review of the pump black box revealed a cs 064 alarm with occlusion during pump operations. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. There were no defects found. The pump was opened and there was no evidence of corrosion or damage on the motor flex connector. Unrelated to the original complaint, the battery compartment was observed to be cracked near the top, below the bumper pad and between the bumper pad and top.